Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a warm sensation in or around the device pocket during recharging. This occurred with or without clothing. Therapy was noted to be good. It was noted that the patient was recharging more frequently. It was noted that the patient was experiencing burning and stinging. It was noted that "it has moved, you know, closer to the midline" but it was unclear what "it" was referring to. It was further reported that the patient was prescribed lidoderm (lidocaine) patches to help with localized tenderness at the stimulator site. No additional information regarding outcome was available.